Event description:
The subject device was sent to an olympus service center for evaluation with a report that the endoscopic image on the monitor was blurred. There was no patient or user injury reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system operation manual important information ¿ please read before use - warnings and cautions. During inspection and testing, service found clouding of the field of view due to internal moisture. Fluid ingress was observed in the electrical connector. A leak was observed due to perforation in the forceps/instrument channel. The angle of curvature was out of specification due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. The curved rubber adhesive was cracked due to external factors. The tip cover was burnt due to handling (contact with high-frequency snare, influence of radiant heat). There was dirt difficult to remove on the operating section. Scratches were observed on the insertion tube, on the control section and cover, on the up/down knob, on the up/down angle fixing lever, on the right/left knob, on the grip, on the universal cord, on the scope connector side of the universal cord, on the scope connector, on the scope connector case, and on the right/left angle fixing knob. The forceps plug base was scraped. The paint on the air/water supply cylinders and suction cylinder was peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.